Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise episodes; the noise could be reproduced with arm movements. All other lead functions were noted to be normal. The patient was reported to be asymptomatic. On (B)(6) 2016 the lead was capped and replaced. The patient was noted to be in stable condition post surgery.